Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method - lens work order search. Results - a visual inspection of the returned product found a tear across the lens and a piece of a haptic was torn off and missing. The lens was returned dry. There was a clear surgical residue on the lens. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. The lens was torn during insertion into the eye. The surgeon removed the lens and implanted another lens, same model and diopter size without injury to the patient. Cause of lens tear is unknown.

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).